Event description:
Ous MDR - after an unknown implant duration, oversensing on the ventricle channel was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.